Manufacturer narrative:
Continuation of d10: product ID 977a260 lot # serial # (B)(6); implanted: (B)(6) 2022; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-sep-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) contacted patient services and stated that their leads were shorting and that they were experiencing a shocking sensation from the device/leads, which they reported was the second time this had happened and had begun a couple of weeks earlier. The patient requested a call back, was redirected to their healthcare provider for further evaluation, and was sent physician listings. A follow-up response indicated that a clinical specialist planned to call the patient. Additional information was received from the manufacturing representative (rep). Rep reported that the there was impedance issues, high impedance on contact 5 with an impedance of 34980. Rep reported the patient's main programs was using contact 5 so rep adjusted the programming to avoid it. Cause is unknown. Pt reported shock and pain at implant site. Issue is ongoing and rep confirmed they will submit any new information that they become aware of.